Event description:
It was reported by repair work order that the customer alleged that the wheels need replacement. Upon inspection of the unit by the service technician, it was identified that the wheels were worn which could result in reduced braking force.